Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose readings of 537 mg/dl. It was also stated that the customer had a bent cannula and issues with the mio not sticking. The mio became unattached when they went to the restroom and accidently pulled the tubing while pulling down their pants. The customer stated that they are just learning how to count carbs and that the issues are human error.